Manufacturer narrative:
UDI - (B)(4). The catheter was not returned for evaluation as it was discarded by the customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The complaint was confirmed in the complaint investigation based off the pictures supplied. The fmea was reviewed for potential root causes, and the likely root cause is wrong material or wall thickness.

Event description:
1 of 2 reports. Other mfg report number: 3014334038-2020-00077. A facility reported a broken lumbar catheter. A lumbar drain was inserted in the emergency department. The lumbar catheter kit was used, ref#: (B)(4); lot #: j57g71, and was flushed with saline to loosen the stylet and catheter. There was smooth insertion of lumbar needle, but during the insertion of the catheter there was some resistance and when it was pulled out to check the tip, it was broken. The broken catheter was left in the patient. No patient injury was reported. They used another drain to finish the surgery. There was a 30-minute delay in surgery.